Event description:
It was reported that during a selenia dimensions procedure the machine was shaking when taking pictures. A field engineer examined the equipment and broken bolts from the vta assembly were found. The field engineer replaced the parts including the bolts and the vta assembly and the system met the manufacturer´s specifications. No injury to the staff or patient reported. No other information is available.